Event description:
The facility's biomed engineering dept reported that the pump went into a failure code 808:06 during pt use. The pump was infusing an unk medication at 50cc/hr when the reported failure occurred. According to biomed, no pt injury or medical intervention was reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved, or set up of the device.